Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms, noise, oversensing, and pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information received reported that the patient was brought to their clinic and continued to have pacing inhibition due to the noise; therefore the rv lead was replaced. The device remains in service with no further reported issues. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms, noise, oversensing, and pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information received reported that the patient was brought to their clinic and continued to have pacing inhibition due to the noise; therefore the rv lead was replaced. The device remains in service with no further reported issues. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) impedance measurements of greater than 3000 ohms, noise, oversensing, and pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.